Event description:
Pt self-tester reports lower than reference with the protime microcoagulation system. Pt's therapeutic range: 2.5-3.5 inr. Pt tested on her protime instrument on (B)(6) 2012 generating result of 3.2 inr. No change was made to her coumadin regimen. Pt was admitted to the hospital on the same day with gi tract bleeding, anemia, and required a transfusion. Pt has a history of gi bleeding when inr is high. The inr measured at the hospital on the same day was 5.2 inr.

Manufacturer narrative:
(B)(4). Cuvette lot# not provided. Method: instrument has been requested to be returned for eval. Itc has requested all data required for form 3500a.